Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: administration set leakage during doxorubicin infusion. The customer mentioned that the administration set was connected to a sapphire multi-therapy pump with serial number (B)(4).